Manufacturer narrative:
H.6. Investigation summary: 17 samples were received. They all were visually inspected. The plunger rod-rubber stoppers are pushed all the way down. The stopper is touching the bottom part of the barrel. There is no excess of silicone, run over, or any other defect. The silicone becomes visible when the stopper is pushed against the barrel wall. Failure mode is verified however, excess silicone is not evident. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel, however, some silicone may not be perfectly distributed. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of (B)(4) billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that a bd luer-lok¿ syringe bulk sterile pharmacy convenience tray had an increased amount of silicone in the syringes. The report is as follows, "on (B)(6) 2019 there was an observance in four different tray packs of the above lot of an increased amount of silicone in the syringes." This occurred on 4 separate occasions but the date/time and or patient information is unknown.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd luer-lok¿ syringe bulk sterile pharmacy convenience tray had an increased amount of silicone in the syringes. The report is as follows, "on (B)(6) 2019 there was an observance in four different tray packs of the above lot of an increased amount of silicone in the syringes". This occurred on 4 separate occasions but the date/time and or patient information is unknown.